Event description:
It was reported that the zimmer air dermatome ii was producing inconsistent grafts that were frayed on each end. It was noted that the doctors refuse to use the device with patients that have minimal skin to harvest. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.